Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed through visual inspection. The root cause is due to normal wear of the drive train. The leadscrew, coupler, clutches, and worm gear was replaced.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps failed the preventative maintenance occlusion test. As the pump approached occlusion pressure, it stopped and began alarming. The alarm displayed: ¿coarse travel error. Check clutch plunger lever.¿ the pump did not reach the required pressure. Additionally, it was observed that the pump produced a popping sound, similar to slipping out of gear. There was no patient involvement or harm.